Event description:
The daughter of a (B)(6), female, pt, called zoll customer support to report that the pt's battery charger was not working. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon receipt the power supply connector pins were recessed. The root cause for the damaged pin could not be positively identified but was likely excessive force. No adverse event resulted from the recessed connector pins. The pt received a replacement battery charger.